Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the surgeon feels there was an anterior lens vault. Reportedly the surgeon found evidence of pco (posterior capsular opacification) during eye exam and lens was in planar position with open hinge. The surgeon is evaluating treatment options.

Manufacturer narrative:
The lens remained implanted, therefore it was not returned to b+l for evaluation. The device history record was reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the current information the root cause of the event could not be conclusively determined.